Event description:
A male patient who had previously underwent fem-fem bypass due to an occlusion of the left common iliac artery, underwent aaa repair in 2009. The patient received a zenith main body, zenith convertor and a zenith iliac leg graft. Final confirmatory angiography revealed left renal artery occlusion and an inadequate blood flow of the right renal artery. The physician attempted to pull the main body down using another manufacturer's balloon catheter but failed. He then attempted to solve the occlusion using a wire guide and several catheters but failed. The procedure was finished with the left renal artery occlusion and the inadequate blood flow of the right renal arteries. The following day, the patient developed liver failure and the patient's condition became worse. Two days later, the patient deceased due to possible multi-organ failure.

Manufacturer narrative:
Event still under investigation at this time.